Event description:
It was reported that the customer passed away due to leukemia and diabetes complications. The caller stated that his blood glucose levels may have been below 55 mg/dl at the time of death. She stated that the customer was wearing the insulin pump when he passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.